Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon system bootup, the the system displayed localizer faulted, and a depleted complementary metal oxide semiconductor (cmos) battery was identified. Technical services informed that the system could not be used, leading to the cancellation of all cases for the remainder of the day. There was no patient involved.

Manufacturer narrative:
H3: analysis was performed for product: 9735821r, lot number: p901498. It was reported that the returned positioning sensor unit (psu) contained scratches on the housing lenses. A check of the event log revealed intermittent firmware incompatibility and intermittent illuminator current low. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .603mm with a passing threshold of .250mm. Already reported codes b01, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.